Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with highs above 400 mg/dl followed by overnight lows to 60 mg/dl while using the ilet, and the device issued high and low glucose alerts; the user changed pump supplies to address elevated glucose and received troubleshooting and education on avoiding overtreatment ¿rollercoaster¿ effects. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer counseling, review of reported alerts, and assessment of user-reported corrective actions. Investigation of this case revealed no device malfunction reported and an unclear cause of hyperglycemia, with potential contribution from user management factors; the infusion set was reported as inset 23", 6 mm. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.